Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for lots 25097706, 25098172 and 25099606, the last three lots shipped to the account prior to the event date. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting would not open or close. On the first branch it got stuck. A replacement device was used to complete the procedure. The hospital did not report any pt effects.